Event description:
The customer contact returned the device to the service ctr with a report of, the device will not turn on. This does not indicate a reportable malfunction. However, during verification testing at the service ctr, at power up the device displayed a whitescreen error with an audible alarm from the secondary beeper.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.